Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The user facility submitted medwatch mw5100039 for this event. -should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from all three ports on the bag. This issue was further described as, ¿all three ports on the exactamix eva container were not connected to the inside of the bag, instead the opening were located outside the bag, therefore, when the medication was injected into the medication port, it spilled out in the hood as the port did not lead to the inside of the bag¿. This was observed while filling the bag prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured between november 02, 2020 to november 03, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.